Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: unk. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the articulating arm for the navigation system was not rigid when the handle was tightened. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Issue was resolved by replacing the arm.